Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one palindrome catheter that had visible signs of use and notable protrusions throughout its cannula. Upon first inspection, these protrusions appeared to be signs of thermal warping due to their appearance and shape. It was reported that there was an insufficient flow issue and an issue with the catheter dimensions. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue can occur if the device came into contact with a heat source. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (a1407, a0202) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter shaft, approximately 8 cm (centimeters), was noted to have lost its normal smooth, round shape and have protrusions. It was also stated that the part of the catheter protruding from the patient suddenly showed a significant bulging, and therefore, it no longer allowed good passage (flow). The catheter was repaired. Tego was utilized. The insertion site was treated with iodine and chlorhexidine (trade name): chlorhexidine digluconate 0.5% in 70% alcohol was added by pharma prior to product placement. The catheter was removed, and a new one was inserted. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter that had visible signs of use and notable protrusions throughout its cannula. There appeared to be no other abnormalities with the device. It was reported that there was a hole on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.